Manufacturer narrative:
The technician replaced the brake caster on the foot end of the bed to resolve the issue.

Event description:
The technician alleged that the brakes were not holding. No pt impact.